Event description:
The rn disconnected the trifuse from the patient, and then, attempted to put a green cap on the end of the trifuse; but the rotating connector on the end of the trifuse became separated. The end of the trifuse with one tube (whereas the other end has three tubes), has a rotating piece with threads to connect and hold together the trifuse and IV tubing; that rotating piece broke off of the trifuse.